Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the customer was still able to access the pump features. Customer had elevated blood glucose levels (260 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.